Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, the impedance trend on the rv pacing lead was rising, and the pacing capture threshold in the rv was elevated. From 2013-(B)(6) to 2014-(B)(6) average rv lead impedance trend rises from 856 ohms to 2651 ohms. From 2013-(B)(6) to 2014-(B)(6) max threshold was 3v. (B)(4) implanted: 2011-(B)(6), (B)(4) tissue valve implanted: 2012-(B)(6). (B)(4)

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and impedance with a possible fracture. The lead was capped and replaced, but during the procedure, the vein was occluded and a guidewire was not even able to be advanced. The physician decided to abandon the system on the left and put a new system on the right. No patient complications have been reported as a result of this event.